Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An end-user reported that he had been using the complaint product without any issues, but did experience a little blurry vision which worsened after visiting a gym. He removed the contact lenses and experienced pain. The end-user sought medical attention and was diagnosed with bilateral corneal erosions. He was prescribed unspecified steroid ophthalmologic drops (unspecified treatment course) and is currently not wearing contact lenses. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet specifications. Retained product from the same lot was also evaluated and all testing was found to be within specification. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).